Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed a blood back traced to the safety disk. The fse replaced the pim assembly and reassembled the unit. The fse performed all functional and calibration verifications. The unit passed all tests and was cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back.